Event description:
As the healthcare worker was squeezing the hot pack to prepare it the hot pack burst open spilling the contents of the pack. The contents did come in contact with the healthcare worker. The packaging photos attached to this report are from a similar product, but not the exact package from the faulty product. We have no specific product details for the faulty product. "Ultimately we know only this....that the hot pack was from cardinial health." FDA safety report ID #(B)(4).